Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacture'rs re.#: (B)(4).

Manufacturer narrative:
The reporting is based on the result of the internal leakage test. During ventilation, a leaking tubing may lead to a hazardous situation of stop ventilation. The ventilator failed internal leakage test during pre-use check. After replacement of the patient tubing, the ventilator passed the pre-use check successfully. The information received stated that the tubing was of intersurgical brand which we do not supply or recommend for use with the ventilator. The involved tubing has not been investigated.